Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the transtelephonic telemetry threshold margin test. A single apace event occurs where an apace-vpace event is expected. The device remains in use. No patient complications have been reported as a result of this event.